Event description:
Fmc canada complaint reported an internal blood leak of this first use dialyzer. The leak occurred just after the treatment had been initiated. Blood loss reported as 100cc. No further pt injury reported. Sample not available. MDR (malfunction) filed due to blood loss reported. Unable to acquire further pt info.